Event description:
It was reported that the patient expired on (B)(6) 2017. There is no known allegation from a health professional that suggests the death was related to the device. However, upon review, the implantable cardiac defibrillator exhibited output anomaly. The health professional continues to believe the death was not related to device malfunction.

Manufacturer narrative:
Final analysis was normal. No anomalies were found. The cause of the field event remains undetermined.